Event description:
The physician used prowler plus and trufill to change the blood flow before operating tae. The third coil became stuck inside the prowler plus. The catheter and coil were removed as a unit. Another microcatheter was used to place 16 coils and the procedure was completed successfully. There were no reported patient complications.